Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the light source exhibited an e207 emergency lamp error due to a defective spare lamp. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the e207 error was due to a faulty emergency lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.